Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. On (B)(6) 2014 the patient had an additional suprarenal aortic extension placed to correct a type 1a endoleak. On (B)(6) 2016 computed tomography (CT) showed an unknown endoleak. On (B)(6) 2016 an angiogram confirmed a type 1a endoleak. The subsequent endovascular procedure was delayed due to the poor health of the patient. The patient has been scheduled for an intervention which has not taken place at this time.